Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported having dizzy spells. Upon interrogation, noise episodes were observed with were consistent with minute ventilation oversensing resulting in pacing inhibition. As a result, the minute ventilation sensor was programmed off. No additional adverse patient effects were reported.